Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), pelvic pain ("pain/low abnormal pain"), pregnancy with contraceptive device ("pregnancy (with complications),miscarriage"), abortion spontaneous ("pregnancy (with complications),miscarriage"), genital haemorrhage ("abnormal bleeding (general),") and seizure ("seizures,") in a 23-year-old female patient (gravida 4, para 3) who had essure (batch no. 80226-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (number of live births: 3. 2jan2009,02aug2008,31jan2013,06oct2017)) and miscarriage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menorrhagia ("extended and heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia),"), the first episode of migraine ("migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),vaginal pain(sexual intercourse)"), the second episode of migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, seizure, abdominal pain lower, menorrhagia, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: plaintiff will be forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical problem update. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), pelvic pain ("pain/low abnormal pain"), pregnancy with contraceptive device ("pregnancy (with complications),miscarriage"), abortion spontaneous ("pregnancy (with complications),miscarriage"), genital haemorrhage ("abnormal bleeding (general),") and seizure ("seizures,") in a 23-year-old female patient (gravida 4, para 3) who had essure (batch no. 8022-6-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (number of live births: 3. 2jan2009,02aug2008,31jan2013,06oct2017)) and miscarriage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menorrhagia ("extended and heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia),"), the first episode of migraine ("migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),vaginal pain(sexual intercourse)"), the second episode of migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics. It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, seizure, abdominal pain lower, menorrhagia, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: plaintiff will be forced to undergo a major surgery as a result of her essure implants. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), pelvic pain ("pain/low abnormal pain"), pregnancy with contraceptive device ("pregnancy (with complications),miscarriage"), abortion spontaneous ("pregnancy (with complications),miscarriage"), genital haemorrhage ("abnormal bleeding (general),") and seizure ("seizures,") in a 23-year-old female patient (gravida 4, para 3) who had essure (batch no. 80226 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (number of live births: 3. 2jan2009,02aug2008,31jan2013,06oct2017)) and miscarriage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menorrhagia ("extended and heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia),"), the first episode of migraine ("migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),vaginal pain(sexual intercourse)"), the second episode of migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with antibiotics. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, seizure, abdominal pain lower, menorrhagia, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: plaintiff will be forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: update of quality-safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device breakage ("device breakage"), pelvic pain ("pain/low abnormal pain"), pregnancy with contraceptive device ("pregnancy (with complications),miscarriage"), abortion spontaneous ("pregnancy (with complications),miscarriage"), genital haemorrhage ("abnormal bleeding (general),") and seizure ("seizures,") in a (B)(6) female patient (gravida 4, para 3) who had essure (batch no. 8022-6) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida (pregnancies: 4.), parity 3 (number of live births: 3. On (B)(6) 2009, (B)(6) 2008, (B)(6) 2013, (B)(6) 2017)) and miscarriage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 8 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menorrhagia ("extended and heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia),"), the first episode of migraine ("migraines"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),vaginal pain(sexual intercourse)"), the second episode of migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics. It was unknown whether any action was taken with essure. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, seizure, abdominal pain lower, menorrhagia, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, the last episode of migraine, headache, nausea, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: plaintiff will be forced to undergo a major surgery as a result of her essure implants. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (general), pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, seizures, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, perforation (fallopian tube). Lot number added. Historical condition added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.